Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed multiple 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification upstream sensor which could not be calibrated. The ultrasonic sensor requires replacement to address this issue. The downstream sensor was also out of specification and the force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available. A supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line sensor issue. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.